Event description:
This device was explanted and replaced, due to a suspected malfunction. The health care provider recommended that the device be replaced, due to a (1) a progressive decrease in the pt's ability to hear and understand speech with their cochlear implant and, (2) the identification of several open-circuit intracochlear eletrodes.